Event description:
The customer contacted baxter's service center regarding a caregiver (cg) that was asking assistance to end therapy, which occurred on the homechoice (hc) during use during fill 1. The cg was reporting a lot of air in all of the lines. The cg stated they had problems through the initial drain and decided to bypass to fill 1 hoping that would correct the air bubble problem. It did not, so the home patient (hp) disconnected themselves and had the cg call for assistance to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the caregiver (cg) regarding the reported event. The cg stated they did not know how the air entered the setup. The cg stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The cg stated that they were able to resume therapy successfully with new supplies.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a air in tubing was not confirmed. The cause was undetermined.